Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer cap experienced foreign matter within the fluid path. The following information was provided by the initial reporter: apparent dirt was checked by the handler.

Event description:
It was reported that the bd luer cap experienced foreign matter within the fluid path. The following information was provided by the initial reporter: apparent dirt was checked by the handler.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1263321, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed what appeared to be a speck of foreign matter inside of the product. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was likely a packaging defect. The manufacturing facility has been notified of this incident and the findings. A training was issued for all associates involved in the packaging process to ensure that proper procedure and gowning is being worn at all times. H3 other text : see h10.